Event description:
Loss of osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, drug or alcohol abuse, xerostomia, smoker, inadequate bone quality/quantity, mobility.